Manufacturer narrative:
One device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported complaint was confirmed during functional testing. The probable cause is due to damaged main board. The main board was replaced to resolve this issue. Functional testing also revealed an issue with the upstream occlusion (uso) sensor and the uso sensor was replaced to resolve this issue.

Event description:
It was reported that the device had system fault 41541. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.